Manufacturer narrative:
The reported event of leaking was not confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. Based on previous similar complaints, possible causes could be related to cleaning practices outside of the manufacturer recommendations; however, this was not confirmed.

Event description:
The manufacturer sales representative reported that the device was leaking during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device was leaking during testing at the user facility. There were no adverse consequences related to this event.